Event description:
Ous MDR - about 48 months after the implant, it was reported that oversensing with shocks was noted. The xray did not show anything abnormal. Pacing threshold and impedance was constant. The lead was deactivated. No deterioration of the patients state of health was reported.

Manufacturer narrative:
To date, we do not have the device in our possession for purposes of analysis and therefore cannot examine it. The available information has been assessed. As described in the clinical complaint, there were three inappropriate shocks delivered due to oversensing. The impedance trend shows an intermittent drop in pacing impedance to below 250 ohm. In spite of the available information, we cannot draw a final conclusion about the root cause, as we would need to examine the actual lead. If additional relevant information or the actual device should become available, then we will adapt the process accordingly.